Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the outpatient clinic on (B)(6) 2022 with drainage at the driveline site. A swab culture was taken and was found to be positive for serratia macescens. The patient then presented to the emergency department for worsening symptoms of swelling. The patient was hospitalized after being transferred from the infectious disease clinic on (B)(6) 2022. They had changes to their medication.